Event description:
The pathological markers of cd30 positive and alk negative have been reported; confirming the reported event as alcl.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, h6, h7, h9. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma-alcl.

Event description:
Patient reported "soreness", non-device related "joint pain", and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported "implant rupture and cd30 markers capsule explant due to recalled allergan implants." Histopathological markers confirming alcl have not been received. Device has been explanted. This relates to the left side.

Manufacturer narrative:
In response to FDA report number: mw5147083 and mw5147084. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphoma-alcl-suspected.

Manufacturer narrative:
Per pathology, there is no malignancy for this side. The event of lymphoma-alcl-suspected is being unreported for this left side device. Markers cd30+ and alk- were noted to be for the contralateral side device and captured in mrn# 9617229-2023-19806. Additional, corrected and/or changed data: b.5, g.2, h.6. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side ¿soreness¿, ¿joint pain¿, and ¿exchange from textured to smooth breast implants due to patient¿s concern with the product¿. Later, patient reported left breast implant rupture. Markers of cd30+ and alk- are for contralateral side record, lymphoma-alcl will be unreported for this device. Patient representative reported on behalf of patient "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: increased risk of alcl recurrence, evaluation and diagnosis of alcl for contralateral side, itching, pain, swelling, depression, anxiety, panic disorder, significant weight gain, ulcers, irritable bowel, chronic headache, chronic gi upset, significant scarring, disfigurement, post operative complications, and infection". The reported events of " significant weight gain, ulcers, irritable bowel, chronic gi upset, significant scarring, disfigurement, post operative complications" are not device related. Chronic headache is not device related. The event of infection is serious, information is insufficient to determine exact cause. Device has been explanted.